Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a non-tortuous and mildly calcified vessel in the inner upper arm. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.